Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of more than 500mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every three days. The customer stored the insulin in the refrigerator and he is using cold insulin in his insulin pump. Advised the customer to let the insulin come to room temperature before using. The time, date, basal, bolus, and daily totals were correct. The alarm history revealed low reservoir alarms. Ran a self test and the device passed the test. Performed a fixed prime test and the insulin exited accurately. The customer stated that he noticed when he was hospitalized, the infusion set had a bent cannula. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.